Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device applicator did not fire and sensor could not be applied. As the customer did not have sensor to monitor glucose, they developed symptoms of blurred vision and headache. The customer went to hospital and was diagnosed with diabetic ketoacidosis. The customer was monitored and treated with insulin (dose/type unknown) as needed. There was no report of death or permanent injury associated with this event.